Event description:
Baxter product surveillance received a medwatch from the customer. Customer reported upon completion of infusion, line was disconnected from 10 year female patient. Tip of the male luer lock adaptor cracked off remaining in the patients cap on the end of the central venous line. Cap on the end of the cvl was changed. No patient injury has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.